Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The event was estimated to have occurred between 13 jan 2025 and 27 feb 2025.

Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgment of the lv lead was observed. The device was reprogrammed to disable the lv lead. Later, the lv lead was explanted and replaced to resolve the event. After explanting, it was observed that the helix of the lv lead was retracted, however, it was unknown at what time the helix became retracted. It was unknown if the retracted helix contributed to the dislodgment of the lv lead. The rotation of the helix was not tested after explant. It is unknown if the rotation of the helix was tested prior to initial implant of the lv lead. The patient was in stable condition.